Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.0/0.5/77 (sphere/cylinder/axis) lens tear/break before loading before opening vial was observed. The lens was not implanted. A backup lens implanted of the same model/size and different diopter. This resolved the problem.

Manufacturer narrative:
Corrected data: b5-the surgeon noted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.0/0.5/77 (sphere/cylinder/axis) tore/broke before loading (B)(6) 2020. It's unknown when the damage occurred and the damage was noted before opening the vial. The lens was not implanted. A back up lens of the same model/length was implanted into the right eye (od) and the problem was resolved. Cause of event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10, device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on product. Visual inspection found no visible damage, with debris on the optic. (B)(4).